Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the day after having been implanted with a spinal cord stimulator system, the patient experienced abnormal pain that continued to increase. After additional programing of the device, the patient experienced a severe headache, neck pain, and intolerable implant site pain possibly due to overstimulation. Prior to testing all the programming options, the patient turned the device off and then underwent a procedure where the ipg and lead were explanted. The patient stated he takes analgesics including opioid drugs, goes to physical therapy and that his health condition had worsened. There were no suspected issues with the device functionality and no reported postoperative patient complications. The devices were not returned as they were disposed of by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7118660.

Event description:
It was reported that the day after having been implanted with a spinal cord stimulator, the patient experienced abnormal pain that continued to increase. After additional programing of the device, the patient experienced a severe headache, neck pain, and intolerable implant site pain, possibly due to overstimulation. The patient claimed his health condition had worsened. Prior to testing all the programming options, the patient turned the device off and then underwent an explant procedure. There were no suspected issues with the device functionality and no reported postoperative patient complications. The devices will not be returned as they were disposed of by the medical facility. Additional information was received from the patient who stated at that time, he felt like someone was pressing on his spinal cord, and as though there were a wedge in his spine. He also felt pain in the thoracic area, and experienced tingling sensations, burning, and cramps in his legs. The cramps, burning, and stinging had subsided, however, his legs still felt like he is wearing sock tights. The patient also stated that after almost ten months after the explant procedure, the situation had hardly changed. After taking various medications, he can barely manage to do any work, still has constant pressure, and the entire thoracic area is still tense and painful. An MRI of the thoracic and lumbar spine was performed, however, according to the patient, no abnormalities were found, and no further diagnostics were recommended.